Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from great britain alleged discrepant results generated when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed with the cobas® liat system. Three (3) initial runs generated sars-cov-2 positive and flu a/b negative results. No harm is alleged. Although requested, it is unknown whether any retest of the samples were performed and or what reagent lot was used. The results were reported to the patient. Customer collected nasopharyngeal and throat samples with the green falcon tube or prime store tube flowq swab. As per the method sheet: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. Per the FDA guidance three (3) mdrs will be filed, one (1) per each patient. The investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Manufacturer narrative:
One positive control and 39 negative control/dilution utm replicates were tested using cobas liat sars-cov-2 & influenza a/b assay tube lot 10308y. All utm replicates generated flu a not detected, flu b not detected, sars-cov-2 not detected' results. All replicates were valid with no documented failure codes. In conclusion no product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from great britain alleged discrepant results for three patient samples generated when tested using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Sample 1 and 2 generated a positive result for sars-cov-2. Sample 3 generated a positive result for flu a. Further communication with the customer confirmed the following: sample 1 was retested twice and generated positive results for sars-cov-2 and negative for flu a and b, both times. Sample 2 was only tested once but the results were negative for all targets and not sars-cov-2 positive as initial shared. Sample 3 was retested and generated negative results for all targets. No harm is alleged. The results were reported to the patient. Customer collected nasopharyngeal and throat samples with the green falcon tube or prime store tube flowq swab. Per the FDA guidance, three (3) mdrs will be filed, one (1) per each patient.

Manufacturer narrative:
As the customer confirmed that sample 1 and 2 did not generate discrepant results, no investigation was performed. It is to be noted that the customer initially alleged 8 false positive samples however after further verification and communication, it was confirmed that only 1 sample did generate discrepant result (sample 3). For sample 3, though data was provided, the data for this sample could not be found. As a result, the cause of the discrepant results cannot be determined. Throat and nasal swabs were collected with green falcon tubes or prime store tubes with flowq swabs. Throat swabs are not an approved sample type and green falcon tubes or prime store tubes are not approved for use per the method sheet. Use of unapproved media and sample types could impact assay performance. Though data could not be provided for this sample, an investigation was performed on the reagent lot batch provided by the customer and found in the data provided. No product problem was found. Removed run# as specific samples could not be found in the data provided. Updated with additional information regarding sample 1 and 2. Updated to better reflect final conclusions. (B)(4).